Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 additional programming history was reviewed. On (B)(6) 2012 system and normal mode diagnostics show high impedance; output=limit/lead impedance=high/dcdc=7/eri=no.

Event description:
A nurse practioner reported that high impedance was observed on both a system diagnostics test as well as normal mode test performed on (B)(6) 2012 for this patient. She did not know when the last good diagnostic was performed as she was not following this patient previously. The nurse reported that were was no manipulation or trauma. She explained that the patient's seizures have been well controlled. The patient was scheduled to be seen to have the device disabled and x-rays were performed. The x-rays were sent to the manufacturer for review. The generator was seen in the left back. The filter feed thru wires appear to be intact and the connector pin appears to be fully inserted into the generator header. The lead is seen routed from the generator to the patient's left neck. There did not appear to be any breaks or sharp angles in the lead. The electrodes were observed in the neck and appear to be in proper alignment. Based on the x-ray images provided, the cause of the high impedance cannot be determined. There were no lead breaks observed, but the presence of micro-fractures in the lead cannot be ruled out. The patient underwent a full revision on (B)(6) 2012. The explanted products have not been returned to the manufacturer to date.

Event description:
Product analysis of the generator was completed on (B)(4) 2013. Product analysis revealed no performance or any other type of adverse conditions with the pulse generator.

Event description:
Further follow-up revealed that the device was not programmed off as scheduled. It was reported that the patient's mother wanted the device left on until the replacement.

Event description:
Implant card received by the manufacturer on (B)(6) 2012 indicated that the reason for replacement was lead discontinuity. The explanted generator was returned to the manufacturer on (B)(6) 2012 and product analysis on the generator is currently on progress and has not been completed at this time. The lead was not returned back to the manufacturer for analysis. It was indicated in the product return form, the reason for generator replacement was prophylactic in nature.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.